Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her color vision became impaired. The customer is an art teacher and relies on accurate color perception. She said that colors are vivid and true with her fellow eye (no surgical history in this eye). She described yellow colors appearing white, and pine trees look gray instead of green. She explained that her visual acuity is very good and she is happy with the outcome of the surgery itself. Her ophthalmologist recommended that she have a color perception test done to evaluate the function of her cones and rods. Additional information is not available.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Additional information was received via medwatch form report mw5060628. The patient also provided that following cataract surgery and intraocular lens (iol) implant procedure, she could no longer see yellow, green or violet out of her operated eye. She stated that she is an artist and this is a problem.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number.

Event description:
The consumer reported that an optical coherence tomography (oct), multifocal electroretinogram (erg), brain magnetic resonance imaging (MRI) and formal color testing have been performed. The results of color test indicated that the right eye has some color deficiency, and the left eye showed severe color deficiency. The consumer stated " I could have had some color blindness before surgery." She complains of inability to see yellow or violet and dark blue turns to teal. Test revealed no structural damage or damage to occipital lobe.